Manufacturer narrative:
(B)(4). It was reported that the product would be returned for analysis; however, the product has not yet been returned. Additional information will be submitted within 30 days of receipt.

Event description:
A hospital representative reported that an enterprise 2 (enf402312/ 10666122) arrived completely damaged in the box, and the outer box was opened causing a breach to product sterility. They stated ¿looks like the ups driver drove over it several times¿. There was no patient involvement. It was reported that the device would be returned for analysis.

Manufacturer narrative:
The device was returned for analysis on 12/20/2016. Conclusion: a hospital representative reported that an enterprise 2 (enf402312/ 10666122) arrived completely damaged in the box, and the outer box was opened causing a breach to product sterility. They stated ¿looks like the ups driver drove over it several times¿. There was no patient involvement. The device was returned for analysis. An enterprise device was received inside of its original package. The outer shipping box was found crushed; the outer box was opened and the inner pouch was inspected and no damages were noted on it. The device was found on its original position. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the lot 10666122. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The package damage was confirmed; however, it is unknown when the damage occurred. Shipping/handling factors appear to have contributed to this damage but it could not be conclusively determined. The compromised sterility was not confirmed since the inner packaging pouch was inspected and no damages were noted on it. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process. No corrective action will be taken at this time.